Event description:
It was reported that during surgery on (B)(6) 2026, the patient was in the operating room, bladder irrigation was performed, but it was found that the isotonic solution could not enter the catheter, even after replacing the irrigator, there was no change, suspecting a problem with the catheter, the catheter was removed and it was found that one lumen for the irrigation fluid was blocked, preventing the solution from entering the catheter, the catheter was discarded, and a new catheter was inserted and connected to the irrigation fluid, allowing the bladder irrigation to proceed smoothly for the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.